Event description:
The manufacturer received information alleging dreamstation 2 adv auto CPAP device emitted a burning smell. The patient reports they woke up to a burning smell and pulled the tank out, it smelled of plastic or something in the device. The patient describes the smell as burning plastic. There is no report of burns, flames or warping on the device. The device has been returned for evaluation. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging dreamstation 2 adv auto CPAP device emitted a burning smell. The patient reports they woke up to a burning smell and pulled the tank out, it smelled of plastic or something in the device. The patient describes the smell as burning plastic. There is no report of burns, flames or warping on the device. The device has been returned for evaluation. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smell¿ is classified as low and does not present a serious risk to patient safety.